Manufacturer narrative:
The reliability analysis inspected 6 opened/used enlite sensors and performed bicarbonate buffer test per (B)(4). One of 6 sensors failed for high readings 5 remaining sensors passed per specification with accurate readings. Also, found cannula bent unable to confirm if the customer had received the sensor in said condition due to customer having returned the devices opened/used.

Event description:
It was reported that the customer had issues with the sensors; they were causing threshold suspend and calibration error. The customer stated that every single of the six sensors were bent. The customer stated that one of the cannulas was bent in half. When the customer received the threshold suspend alerts, they checked their blood glucose and it was above the set threshold. The customer stated that sometimes the sensor insertion site has pain or discomfort, it bleeds, but it's because of some built up under the plastic. The customer's blood glucose was unknown. Nothing further was reported.